Manufacturer narrative:
Initial reporter phone no. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within the cassette of a homechoice automated pd set. The pm was further described as, ¿a foreign object¿ discovered during setup for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.